Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided: product ID ¿ unknown. Device code - unknown. Device info - unknown. Date implanted - unknown. PMA/510(k) number ¿ unknown. Manufacture date ¿ unknown.

Event description:
It was reported that patient underwent a right total hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2016 due to pain. The head was removed and replaced.